Event description:
It was reported that the pt had a volume discrepancy greater than 25%. The expected reservoir volume was 3.5ml and the actual reservoir volume was 35ml. The pt was not experiencing any symptoms. The hcp also reported that the pt has had four increases since the pump was implanted. The hcp is considering further troubleshooting and will also review the logs. The pt's pump contained baclofen. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.